Event description:
The patient reported sudden change in hearing. The center exchanged the external equipment and programming adjustments were made; however, the reported problem was not resolved. The surgeon has prescribed a week of steroids (type unknown) and has scheduled an x-ray before her next appointment.